Manufacturer narrative:
This device referenced in this report has been returned to olympus for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, image anomaly of the subject device occurred and then the image disappeared. The user facility replaced the subject device with an unspecified device and completed the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained from the device evaluation. During the evaluation, image loss was not reproduced but the whole color of the image changed abnormally when the subject device was angulated. Further evaluation was conducted by disassembling the distal part of the subject device and it was found that the electrical wire at the root of the imaging unit was exposed due to the cover tube breakage. Based upon the evaluation, the image anomaly might occur due to electrical short inside the subject device when the subject device was angulated. The exact cause of the cover tube breakage could not be conclusively determined.